Event description:
Information was received from a manufacturing representative (rep) and patient regarding a patient was who was implanted with a neurostimulator (ins) for pain. Information was reported that the patient was getting a shock from their device. Troubleshooting was performed, an on vs off. Impedance check. Palpated device. X-rays taken. The cause has not been determined. The issue is ongoing and the patient is also reporting pain at the ins site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that patient is reported to be "upset" with their neurostimulator system, as they have experienced burning at the battery site since turning on their ins. Rep reports he met with patient on june 3 to re-program patient, as well as to check his ins using an on/off test, and to take x-rays. Rep reports patient does not have high impedances and there are no fractured components. Rep states patient has decided he wants the ins explanted and does not want to pay for the device. Rep is asking if there is a number or a person to speak with, as patient mentioned legal action. Troubleshooting was not required. The issue was not resolved through troubleshooting.  See general text for omitted information. Rep reported that they followed up with the patient and patient described it as a burning sensation on the phone. In person when first reported it was a shocking now he says it¿s burning. So rep was was made aware 1/23/2023. Patient also reports that when he increased intensity of stim he could not feel any paresthesia¿s. All impedances were good when checked. Device has been off for months but he rep within the past month he is getting shocking in his back near the lead site. Unknown patient weight. Waiting on figuring out who is responsible for covering the cost of explant or revision before booking anything. The cause of burning was unknown. Issue not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins had been in their back for a year and it had not worked properly since implant. When they went to take the staples out, the wound popped open and then they had to wait 3 months for it to totally heal and they couldn¿t use the system. The patient never received any sensation in their leg like they were supposed to. The patient had seen a field representative to program the device multiple times; in the summer, the system was turned to the highest capability and all the patient felt was that the battery was hot in their back. They had an x-ray and it was noted that the lead moved. The physician would like to replace the ins battery because it was getting hot; this was fine with the patient but their insurance was not paying for it. During the week of (B)(6)2023 , the patient was receiving an electronic shock in their spine; the patient reported that this was not the device because it was dead. The patient was not sure if their nerves were "jumping." They hadn't been able to sleep in their own bed for over a year and had to sleep in a recliner. The patient also noted that the ins battery was so close to the surface of their skin that they could probably read the serial number.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6)2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2023-04-05. The rep reported that revision was being discussed with the patient and their healthcare provider (hcp). The lead and ins were still implanted and the issue was not resolved. Patient weight was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.